Event description:
It was reported that during an unk procedure, when assembled and firing device, it didn't fire. New body was used to finish surgery. No further details were provided. No patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent: 7/28/2023. D4: batch # 912a71. Investigation summary. The product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with the joint cover damaged and with no reload present. The device was dry fire and the knife started to come off and tangle through the joint cover. No functional test could be performed due to the condition of the device. The device was disassembled to verify the integrity of the internal components and the knife was noted to be buckled, causing the damage on the joint cover. The damage to the knife is consistent with the device being clamped over an excess of tissue. If the firing continues the knife will buckle, and as the knife is attempting to pull the anvil towards the reload to form the staples it will result in the damage observed on the anvil. Please reference the instruction for use for more information. Device history review a manufacturing record evaluation was performed for the finished device batch number 912a71, and no non-conformances were identified.